Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and found that the reported phenomenon was duplicated due to the electrical short and/or corrosion which caused by the water ingress into the cable and ccd unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the endoscopic image was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, there was the possibility that the reported phenomenon was attributed to the following. - the cable might be broken because the cable had been buckled, consequently the image was not displayed. - the cable and the ccd unit might have failure due to the water ingress, consequently the image was not displayed. If additional information becomes available, this report will be supplemented.